Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the issue was likely, caused by a failure of the on/off switch. The root cause of the on/off switch failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was reported for section b5.

Event description:
Additionally, it was reported that the procedure was successfully completed with another device.

Event description:
The user facility reported to olympus that during preparation for use, the evis exera iii xenon light source on and off button was defective. The device switch was pushed in and did not come back up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Based on the information received from the service department, the device would not be sent in for investigation, but the device switch was replaced and is working again. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.